Event description:
N/a.

Manufacturer narrative:
Complaint sample was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Additional information received 29 april, 2021: "the sae (viral infection, initially suspicion of icv infection) was by mistake documented as related to the study icv device. Indeed, an icv infection is a known complication of administration of drugs via an icv device, but it is not caused by the device. Therefore, the event is related to the administration process but not related to the device. The entry was corrected. "

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Case from a study using a codman shunt: subject (B)(6) is a (B)(6)-year-old female with mucopolysaccharidosis type iiib enrolled in: a multicenter, multinational, extension study to evaluate the long-term safety and efficacy of intracerebroventricular ax 250 in patients with mucopolysaccharidosis type iiib (mps iiib, sanfilippo syndrome type b). Study treatment with ax 250 was initiated on (B)(6) 2019. The subject's most recent dose of ax 250, received prior to the sae/eosi onset, was on (B)(6) 2021. On (B)(6) 2021, the patient presented with a fever, reaching maximum temperature of 38.9 degrees centigrade (c) and a stiff neck, no vomiting. She was immediately transferred to the emergency room (ER) where vital signs were stable, however, an intracerebroventricular (icv) puncture was performed due to suspicion of an icv infection. The subject was subsequently hospitalized. The event was also considered medically significant and an adverse event of special interest. On an unspecified date, labs/diagnostic tests revealed normal blood results and cerebrospinal fluid (csf) showed 24 cells/ul = 72/3 cells (glucose, lactate, protein were normal). A csf culture was also drawn. Treatment included intravenous vancomycin, cefotaxime, and metamizole, as well as oral ibuprofen. The event was ongoing, and the patient remained hospitalized at the time of this report. No action was taken with the study drug. The investigator assessed the suspicion of intracerebroventricular infection as nci ctcae grade 3 in severity and related to study drug and related to the study device. The investigator reported the protocol mandated procedure of csf sampling and investigational medicinal product (imp) administration on (B)(6) 2021 as the possible causes of the event. Additional information received: the event was updated to viral infection (previously reported as suspicion of intracerebroventricular infection). On (B)(6) 2021 upon admission, the patient's cerebrospinal fluid (csf) showed 24 cells/l so the possibility of a probable icv infection was ruled out. As there was no other focus for the fever, treatment was initiated with intravenous (IV) antibiotics cefotaxime and vancomycin. On (B)(6) 2021, a second csf culture was drawn, and both the csf cultures were sterile. On (B)(6) 2021, the patient develops aphthous stomatitis with pharyngitis and was refusing to eat or drink. Additional treatment included mepivacaine (mepivacaine mouth gel). The cause of the viral infection was assumed to be the fever. On (B)(6) 2021, due to difficult intravenous access the antibiotic therapy was stopped. The patient continued to stay at the hospital for further monitoring. On (B)(6) 2021, the subject's c reactive protein (crp) was noted to be increased, reaching a maximum of 60 mg/dl (normal range [n]: < 5mg/dl). On (B)(6) 2021, the subject no longer had any fever and her general condition had improved. On (B)(6) 2021, laboratory testing revealed the subject's crp was at 30mg/dl. On the same day, the event was considered as resolved and the subject was discharged home. The investigator assessed the viral infection as nci ctcae grade 3 in severity, related to study drug, and related to the study device. The investigator reported the protocol mandated procedure of csf sampling and investigational medicinal product (imp) administration on (B)(6) 2021 as the possible causes of the event. The sponsor assessed the viral infection of nci ctcae grade 3 as not related to study drug. The sponsor assessed the viral infection as related to study device.